Event description:
It was reported the device has a speaker malfunction. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
E1 reporter phone #: (B)(6). It is unknown at this time if the device produced audible sound. A loudspeaker assembly and main board were ordered. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.